Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2007: patient presented with following pre-op diagnosis: l3-4, l4-5, l5-s1 degenerative disk disease, facet arthrosis. For which, patient underwent following procedures: l3-4, l4-5, l5-s1 decompression. L3-l4, l4-5, l5-s1 bilateral interbody fusion. Local bone graft combined with bone morphogenic protein for interbody fusion. Bilateral pedicle screw fixation, l3 to s1. Dural repair. Electric nerve monitoring. Per op notes, significant facet arthropathy was noted throughout, severe at l3-4 and l4-5. Under fluoroscopic control, the disk spaces were prepared sequentially bilaterally and measured and cages placed combined with local bone graft morselized and combined with bone morphogenic protein. This was performed in bilateral fashion. Patient tolerated the procedure well without any intraoperative complications. On (B)(6) 2008: patient underwent x-ray of lumbosacral spine due to low back pain. Impression: l3-s1 anterior and posterior fusions. Mild to moderate upper lumbar spondylosis. Patient also underwent CT of lumbar spine. Impressions: l3-s1 anterior and posterior fusions. L4-s1 bilateral facet arthropathy. L2-l3 level disk bulge with mild central canal and mild bilateral foraminal stenosis. On (B)(6) 2009: patient presented for a follow up visit on his low back pain with a CT scan of lumbar spine which revealed implants to be well positioned. There was no evidence in which any of the implants could be as impinging on a nerve or causing his pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.